Manufacturer narrative:
Concomitant medical products: product ID: dtba1q1 ICD: implanted: (B)(6) 2016, 459878, lead; implanted:(B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that possible far field r-wave (ffrw) oversensing and undersensing resulting in device classified termination of events occurred on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.